Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting the they were not able to communicate with the patient¿s ins using their clinician programmer, patient programmer or with the recharger. The rep performed a 60-minute reset and successfully communicated with the clinician programmer. Impedances were checked and were normal. The cause of the ins being discharged/overdischarged was due to the patient not charging for two months. It was reported that the por screen was successfully cleared. It was reported that the cause of the patient¿s left leg beginning to ¿lock-up form their ins and normal muscle spasms¿ changing their walk was unknown and the patient was discussing their medical conditions with their healthcare provider (hcp). It remains unknown if these symptoms have been resolved. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome. It was reported that on or around (B)(6) 2018, the patient stated that their left leg began ¿locking-up¿ from the stimulator and their normal muscle spasms; they stated that they felt as though the two things were ¿fighting each other¿. The patient felt the ¿battle¿ between the stimulator and the muscle spasms changed the way they walked. The patient turned off the stimulator and it had been off since that time. At the time of the report the stimulator was discharged and unable to be interrogated. The rep began the device reset process and would be clearing the error message on (B)(6) 2018. The rep stated that they would be performing an impedance check at that time as well. The patient met with their doctor to address the situation. It was reported that the issue was resolved at the time of the report. No surgical intervention occurred or was planned at this time. The patient was alive and without injury. No further complications were reported/anticipated.